Event description:
It was reported via e-mail and phone call that customer called months prior reporting that transmitter was not working. Customer reports that a new transmitter was supposed to have been replaced, but transmitter was still not received. Customer's blood glucose was over 600 mg/dl. Customer was advised that transmitter would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.